Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of oversensing noted due to noise on the right ventricular (rv) lead. The noise could be reproduced with lead provocative testing. It is suspected that the noise may be due to clavicular crush damage. No intervention has taken place at this time and the patient was stable and will continue to be monitored.